Manufacturer narrative:
Currently, it is unknown whether or not the device may caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized with a blood glucose reading of 610 mg/dl. The customer did not have an infusion set and reservoir to perform troubleshooting. Nothing further was reported.